Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented after a notifier was delivered. It was noted that the right ventricular lead exhibited noise and exhibited low impedance. Externalized conductors were noted under chest x-ray. The lead was explanted and replaced. The patient was stable.